Manufacturer narrative:
One infusion pump was returned for evaluation results. Visual inspection of the device found it to be in good physical condition. Primary audible alarm post error was noted in the event history log of the complaint. Device was powered on, and primary audible alarm post error was found, confirming the reported customer complaint. The problem source has been found to be user interface; high profile c9 noted to be partially broken off from interconnect board as a result of the customer impact to the pump.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump "alarm kept going off won't silence". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.